Event description:
Information received indicates that the nurse call is not working from the bed due to loose pins in the communication cable.

Manufacturer narrative:
The technician repaired the loose pins and installed a cable saver to repair the bed.